Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
(B)(6). On 01/21/2016, the patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately erratic, inaccurately high compared to feelings/normal results and displaying a "hi" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issues began on "(B)(6) 2016 08:17am". The patient reported inaccurate erratic results of "437mg/dl and 80mg/dl" on the subject device, preformed within 20 minutes of each other. She also reported an alleged inaccurate high result of "437mg/dl" compared to feelings/normal results. Additionally she stated that the meter displayed a "hi" message. The patient manages her diabetes with oral medications, diet and/or exercise. The patient claimed that on "(B)(6) 2016 08:00am". She had continued with her usual dose including sliding scale of "metformin 1000mg, glythosyde 5g". The patient stated that "10 minutes" after the product issue began she developed the symptoms of "shaking". The patient denied receiving any treatment. At the time of trouble shooting, the cca confirmed that it was not the first time the meter was being used the subject meter was set to the correct unit of measure, the correct testing steps were used and an approved sample site was used to obtain the result. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The patient did not have control solution to carry out a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.